Manufacturer narrative:
D2b. Medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, three devices had a hole in the tubing near the wing apparatus. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-aug-2025. Investigation summary: bd received two photos and six samples for investigation. The customer photos display an example device and the device packaging, but do not show the reported defect. A total of six customer samples underwent visual inspection and functional tests for holes in the tubing, with all samples passing the tests without any evidence of damage or defects. Additionally, 30 retained samples were subjected to similar visual inspections and functional tests, and all samples passed without any evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, three devices had a hole in the tubing near the wing apparatus. No adverse impact was reported regarding the patient or user.